Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his scs patient programmer repeatedly displays "generator unavailable" message. The patient has not been able to connect with the ipg since his hip surgery on (B)(6) 2016. Troubleshooting attempts were unsuccessful in establishing communication and resolving the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.